Event description:
Event becomes reportable based on investigation approved on 04/14/2007. It was reported that during an unspecified procedure, the iq guide wire "locked up" on the catheter. A maverick balloon catheter was advanced over the iq guide wire when the lock up occurred. The device was removed without incident and the procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as "okay."

Manufacturer narrative:
Returned product analysis revealed that the outer coil was elongated (stretched) in several locations, 2.5 mm to 26mm from the distal tip. Microscopic examination showed evidence of missing ptfe coating at the distal area. Ptfe passed the applicable adhesion test. Marker bands were present. No anomalies were observed. The guide wire presented regions of worn coating, scrapes and biomaterial residue scattered throughout the length of the specimen. Except were noted, the wire appears visually correct and does not present any indication of mfg defect or anomaly. The device history records were reviewed and found to meet all requirements. The lot met all specifications relevant to the complaint upon lot release. This lot number has not been involved in any add'l complaints. The root cause of this event is unk.